Event description:
It was reported that during patient use, a ventilator power pack error was generated. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator without any reported negative patient consequences. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). No repair information is available at this time.